Event description:
It was reported that the customer experienced damage to the pump housing around the usb port. Despite these problems, there was no adverse impact on the customer¿s blood glucose level, and it remained within a normal range. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.